Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be conclusively identified. It was noted that the material looked like glue or silicon. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from instructions for use (IFU) regarding reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the flexibility adjustment ring had a scratch, the grip had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, the switch box had a scratch, s-stopper was replaced for preventive maintenance, due to a crack on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire, bending angle in the down direction did not meet the standard value, the plastic distal end cover had a chip, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had bad gluing at bending section rubber and blockage in nozzle unit. The issues were found during maintenance. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and the evaluation found the nozzle was clogged by foreign material. The customer did not know what the foreign material was. The scope was reprocessed prior to being sent for repair and there were no deviations from the instruction for use during reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.